Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. No intervention was performed and the clinic will continue to monitor the patient. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.